Event description:
On (B)(6) 2014, it was reported during a follow up evaluation that one of the screws is broken.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The original surgery was performed on (B)(6) 2014. A review of the follow up x-rays show that one of the locking screws is broken. The root cause of the broken screw is unknown. The original 10mm x 360mm, standard nail, was not replaced. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practices for sign im nail surgeries are included in the sign technique manual. No one can predict a non-union or a failure to heal. Sign fracture care international continues to monitor these conditions as part of our post market activities.